Manufacturer narrative:
(B)(4). Results: (graft kinking, amputation), (severe in tortuosity bilaterally with more on the left side with moderate bilateral calcification). Conclusion: (severe in tortuosity bilaterally with more on the left side with moderate bilateral calcification).

Event description:
A talent stent graft system was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as moderate to severe in tortuosity bilaterally with more on the left side with moderate bilateral calcification. The aortic neck angulation was 15-20 degrees with a neck diameter reported as approx 25-26 mm and neck length of 25mm. On the date of implant a coil embolization of both hypogastric arteries was performed prior to the implant because it was anticipated that there would be a need to build down to the external iliac arteries as iliac aneurysms existed bilaterally. A talent bifur, a limb and 3 extensions were implanted for the long and tortuous anatomy. The stent grafts were ballooned and the final angiogram showed both sides to be patent. In the middle of the night after the implant, the pt complained of left leg pain, but the physician was not called. The pt was found to have a cold left foot at the 7:30am physician exam. The pt was taken to the operating room for a femoral-femoral bypass and a thrombectomy which lasted 5 hours. After this procedure, the pt had blood flow in the left leg and good left pulses. Unfortunately, the pt required a left leg amputation two days after initial implant. Images showed a kink in the stent graft on the left iliac artery (contralateral side) at the transition of the left common iliac into the left external iliac artery. No additional clinical sequelae were reported, and the pt is fine.